Event description:
A doctor alleged that upon the removal of a patient's temporary that was placed with expired tempbond clear with triclosan, the core build-up and post came out.

Manufacturer narrative:
The doctor separated the core from the temporary and re-cemented it into the canal. The permanent crown was placed onto the core without further incident. The returned product involved in the alleged incident was expired; therefore, no testing procedure was performed. A DHR review indicated that the product was accepted and released within specifications. This incident was not due to product failure, it was a user error as the doctor used expired product to temporarily cement the crown to the core build-up.